Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing a painful burning sensation at the ipg site. The patient stated the sensations occur during charging and normal use of the device. The patient also stated the sensations occur with stimulation turned on or turned off. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model.

Event description:
Further follow-up information revealed the reported issue is now resolved. It was noted the patient is pleased with the outcome of his surgery.